Event description:
Evd system was placed in 05 in pt (ex-premie with hydrocephalus) who presented with meningeal infection identified as staph aureus and pneumonia and treated with IV antibiotics. Pt eventually presented with 2 negative csf cultures prior to the device breaking. Pt was observed tugging and manipulating the device. 3 days later, mother noticed the tubing was torn and leaking on the bed. The tubing was torn at a site that was not intended to be disconnected. Probaly no more that a few hours lapsed before the nurse intervened on the opened system. The second shift nurse on duty did not follow hosp protocol which instructs to clamp off tubing and notify the physician. Instead, she wiped the tubing with alcohol and taped the tubing together. After approx 17 hours lapsed, the physician was advised. The evd system was revised and replaced with another of the same model number. A third set of cultures were taken and were positive for staph aureus. Antibiotic treatment was continued. Pt remains hospitlized due to illness unrelated to this incident. Device was discarded by the physician and unavailable for return and eval.